Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient wasn't using their implantable neurostimulator (ins) because it made their legs tingle when they turned it on. It was further reported on (B)(6) 2018 that the patient wasn't using the system because it was causing paralysis in their leg and therefore, the ins had been turned off since 2016. The hcp stated that the patient tried to use the system for a couple of months and reported feeling paralysis in their legs. The patient reported this to their physician and was told to give it a few months. It was noted that the patient gave the system three months and then turned it off, and it had been off ever since. It was reviewed that the ins was likely overdischarged, as it hadn't been in use for about two years. Additional information was received from the patient¿s hcp on (B)(6) 2018. It was reported that the patient was being seen in the clinic because they had pain. The hcp stated that the patient was implanted in 2016 and stopped using their device a few months after because their legs went paralyzed. The hcp was unable to clarify what the patient meant by this. However, the hcp noted that the paralysis was a temporary thing, as the patient was ¿obviously walking¿ and had stopped using the device. The patient also mentioned to the hcp that their ins battery was dead. It was noted that the hcp spoke to the patient a few weeks prior and that the patient had planned on getting the ins removed. No further complications were reported or anticipated. Indication for use is non-malignant pain.